Event description:
The customer alleges back to back results on his meter of 268 mg/dl and 100 mg/dl. He self-treated with food and felt better. No controls were run. No adverse event reported. Return requested and replacement was sent.